Event description:
The customer reported that the sys would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an investigation. The customer rebooted the sys during the svc call. The sys was found to be working and put back into svc.